Event description:
Per the clinic, the patient experienced recurrent infections at the implant site (specific date not reported). Subsequently, both the implant and the abutment were removed on (B)(6) 2024, and the patient was transitioned to a transcutaneous osia implant system during the same surgery. The symptoms resolved.